Event description:
It was reported that one year three months and fifteen days post a port placement in the right subclavian vein, it was found that there was allegedly an abnormality in the infusion port flushing tube. It was further noticed that the infusion port connecting catheter was allegedly broken in the chest x-ray, and part of it had allegedly entered the heart. Reportedly emergency surgery was performed to remove the central venous catheter that was broken to the heart. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 03/2024).